Manufacturer narrative:
(B)(4). The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was explanted apparently due to an infection, no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. Updating this h10 field as the lead was never returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This lead was explanted apparently due to an infection, no additional adverse patient effects were reported.